Event description:
It was reported during implantation of the angio-seal, collagen was pushed into the femoral artery, causing a vessel occlusion. The collagen was surgically removed. The patient received 5,000 units of heparin during the procedure and was also taking prescribed anti-coagulants, type and dose unknown. The patient's outcome was reported as good.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the collagen was pushed intra-arterial during deployment. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintian tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. A search of the angio-seal certification databse revealed no certification for the user. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.